Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional adverse event information was provided on (B)(6)2024. It was reported that an alert/notification settings issue occurred. On approximately (B)(6)2024, the patient experienced a hypoglycemic event after a failure to alert for a low cgm reading. The patient experienced severe hypoglycemia and that the patient loss consciousness. The patient regained consciousness by themselves and realized they must have passed out. The patient consumed glucose, and no further treatment was reported to have been needed, and no health care facility was visited. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)